Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, 30% within an unspecified time period. This device was replaced and returned to boston scientific, it was scrapped for reclaim. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, 30% within an unspecified time period. This device was replaced. As there was no reported complaint related to this device when it was returned to bsc, the device was discarded and is no longer available for physical analysis. However, a device memory download was performed, and data analysis confirmed the battery appeared to be depleting more quickly than expected. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.